Event description:
It was reported that the slitting tool became separated from the catheter during removal of the catheter from the lead. Half of the catheter was left on the lead. The physician used a hemostat to clamp the catheter and continued slitting, with difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).